Event description:
The information received indicated that a coil embolization procedure in the left internal iliac artery was being performed. The vessel was mildly calcified and mildly tortuous. The access site was the left femoral artery. After several coils were placed in the target, coil 637cf0925 was used and, during delivery, the coil experienced resistance and became kinked in the prowler select plus microcatheter (mc). The resistance occurred by the mid-shaft of the mc. The coil kept advancing and became unraveled. The coil was changed for another product to continue the procedure. The coils prior and after the complaint product were utilized successfully without any difficulty. After this coil, one coil (637cf0925) went through the same mc without resistance. The coil was successfully removed from the patient still attached to the delivery system. The coil was removed from the mc while the mc remained at the target site with the coil still attached to the delivery system. The procedure was completed without patient injury. There was no flow restriction/reduction as a result. An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use.

Manufacturer narrative:
During a coil embolization of the left internal iliac artery aneurysm, after placing several coils, resistance was encountered during delivery of the 9x25 trufill dcs orbit complex fill coil ((B)(4)) through the prowler select plus microcatheter (mc) hub. Advancement of the coil continued and it became unraveled. The coil was removed still attached to the delivery system and exchanged for another product to continue to the procedure. The coils prior to and after this coil were utilized successfully without any difficulty through the same mc. The procedure was completed without patient injury. The vessel in the (B)(6) was mildly calcified and mildly tortuous. The access site was the left femoral artery. The mc was not reshaped prior to use. An adequate continuous flush was maintained through the mc at all times. There were no kinks in the mc contributing to the event. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found unzipped without damages; residues of dry blood could be observed inside of it. Part of the embolic coil was found inside of the introducer the rest of it, gripper and the support coli were found outside of the introducer. The rest of the embolic coil was received tangled with the device. The support coil and griper were found without damage while the embolic coil was found stretched/kinked and it was still attached to the gripper. The embolic coil and gripper were inspected under microscope, the gripper was found without damage while the embolic coil was found in tangled condition as well as stretched/kinked. The od from the delivery tube was measured and was found within specification. The functional test for reported resistance/friction through a microcatheter could not be performed due to the conditions of the received unit (support coil outside of the introducer and the tangled condition of the embolic coil). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled coil was confirmed. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. If unusual friction is noted within the infusion catheter, remove the detachable coil unit. The cause of the reported event could not be conclusively determined; however, the procedural factor of continual advancement against resistance appears to have contributed to the stretching of the coil. With review of the analysis and the device history records there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken.

Manufacturer narrative:
There were no kinks in the mc that may have contributed to the event. The patient status post procedure as compared to pre-procedure was good. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days from receipt.